Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The calibration was out of specifications. The rpms were within specifications. The head and control bar had visible damage. The 4 width plates sent all had visible damage. The device was an aged repair with customer approval. The head, control bar, 1"- 4" width plates, screwdriver, motor, swivel, thickness control lever, throttle lever, reciprocating arm, poppet assembly and various bearings were replaced. The device was tested and calibrated. While this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that the unit was leaking. The event occurred before surgery. No adverse events were reported as a result of this malfunction.